Manufacturer narrative:
Review of manufacturing records showed no anomalies.

Event description:
Disassociated sigmoid notch implant was explanted from a patient during a surgical procedure due to infection.